Event description:
This report is being filed upon notification from our x-ray MFR in foreign country, to submit this incident that occurred in another country. The x-ray tube cooling hoses leaked hot oil near the x-ray tube assembly. This resulted in the x-ray tube cooling unit to stop operation. However, the x-ray generator didn't recognize this condition and it continued to allow making exposures until finally the x-ray tube thermal detector switched the tube off.